Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related reference number: 2017865-2018-10737. During follow-up, increased pacing impedance was observed on the right ventricular channel. The lead was explanted and replaced. During the replacement the left ventricular lead was dislodged and the lead was capped. The patient was in stable condition.